Manufacturer narrative:
Device evaluation found foreign material at the distal end. Additionally, leaking at the distal end was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an issue of leaking at the distal end. The issue occurred during an unknown event. There is no patient involvement associated on this reported event. No user injury was reported. Device evaluation determined there is a foreign material on groove or gap of the distal end. This report is being submitted for foreign material found on groove or gap of the distal end discovered during device evaluation.